Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID 3093, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type lead .

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had a lot of scar tissue so their lead was replaced. No further complications were reported.